Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 45.7-46.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating as intact at this location.

Event description:
This report is to advise of an event observed during analysis.